Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) "popped out&#55319;hen the patient bent over or sat down; the outline of the ins reportedly was seen. The occurrence was "painful" or the patient. The patient" healthcare provider (hcp) reportedly had discussed ins movement with the patient, noting that it was "normal" or the ins to move around. Two weeks later, no actions had been taken to resolve the issue. The patient planned to discuss issue during their next appointment on (B)(6). Patient was implanted for gastrointestinal/ pelvic floor. Patient outcome and actions taken to resolve issue remain unknown.

Event description:
Additional information received reported that there was no notable malfunction causing the device to pop out. It was noted to be a minor complaint and they would continue to monitor it. If additional information is received, a supplemental report will be sent.